Event description:
Per the clinic, the patient experience a chronic pain and a mild inflammation near the abutment site. Subsequently, the patient was administered with topical antibiotics (specific date and duration not reported).